Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a spike in right ventricular (rv) lead pacing impedance, resulting in a high, out-of-range measurement. Boston scientific technical services (ts) review of the presenting electrogram found nothing remarkable. The patient is scheduled to be seen in clinic soon. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a spike in right ventricular (rv) lead pacing impedance, resulting in a high, out-of-range measurement. Boston scientific technical services (ts) review of the presenting electrogram found nothing remarkable. The patient is scheduled to be seen in clinic soon. No adverse patient effects were reported. This device remains in service. Additional information was received which indicated boston scientific technical services (ts) had discussed that the jumps in impedance noted were likely caused by the connection between the device and the lead. Ts discussed could monitor, but if changeout is desired, to address device rather than the lead.